Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/11/2014 with the following findings: the display screen had dim and discolored lettering. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. This report is made based on results of investigation completed on 02/11/2014.